Event description:
Caller reported an error with their cgm, specifically error 42, which affected their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the caller was guided through this process, resulting in the successful initiation of a new sensor session with no further errors.